Manufacturer narrative:
Product analysis of the device confirmed that there was a blade stuck inside the handpiece. Visually, only a portion of inner assembly (inner hub) was returned for analysis. The inner hub had cracks on two sides. One side of the hub had a vertical crack that measured 0.931 inch in length, and a horizontal crack that measured 0.305 inches in length. The other side of the hub had a vertical crack that measured 0.637 inches in length. The chevrons at the proximal end of the hub were damaged as well as a green seal. There was a black oily residue found on a green seal. The distal end of the hub was deformed (outside diameter of the hub), and the bushing was missing. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.375 inches in damaged (proximal end) area and up to 0.353 inches in deformed (distal end) area which was out of specification. Functional testing could not be performed due to the broken state of the device. H6: initially submitted code fdr c20, fdm b17, fdc d16 are no longer valid now. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device bur is stuck. There is no patient involvement. Additional information recieved that device was used in cadaver lab.

Manufacturer narrative:
H3: product analysis of the handpiece found that bur was not intact. Supplimental report will be submitted when additional information will be recieved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.